Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a umbilical hernia repair with mesh. He had revision surgery 1 month post-surgery. The patient experienced multiple surgical revisions, adhesions and bowel obstructions.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia in a laparoscopic repair. It was reported that after implant, the patient experienced adhesions, abdominal bloating, and bowel obstructions. Post-operative patient treatment included multiple surgical revisions, diagnostic laparoscopy, exploratory laparotomy and removal of old mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced adhesions and bowel obstructions. Post-operative patient treatment included multiple surgical revisions.